Manufacturer narrative:
Name: medtronic minimed street:18000 devonshire street city: northridge state: ca code: 91325. Patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set leakage issues event on 09 apr 2026. The leakage was at the site, and the infusion set was in use for two days.